Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. Reliability engineering evaluated the device, and the reported condition could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If add'l info is rec'd, a supplemental report will be submitted. (B)(4).

Event description:
Report rec'd from the (B)(6) stating that the device reported an e5 error that was observed during surgery. There was no injury reported. It is unknown if delay or medical intervention occurred. The date of the event is unknown. There is no add'l info available.